Event description:
It was initially reported that the pt was experiencing an infection of the generator site, so the surgeon has elected to have the generator explanted and re-implanted at a later date. Good faith attempts to obtain additional info have been unsuccessful to date. Device MFR records have been reviewed confirming device sterility prior to distribution.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.